Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that we again have 2 reports of leaking taps with a different lot number. Additional information: there¿s no lot number available. The sample was discarded because the patient was hiv positive, so we can¿t collect anything further from that side. We¿ll receive a photo shortly; I¿ll share it as soon as it comes in. The patient was on a different ward in the hospital. (B)(6) submitted the report, but she didn¿t see the issue herself.